Event description:
In 2009, the patient reported difficulty controlling her blood glucose since yesterday. She stated that her blood glucose measured in the 40's mg/dl last night and she ate and this morning her blood glucose measured 325 mg/dl. She ate breakfast and bolused and went for a walk and her blood glucose elevated to 540 mg/dl. She stated that she feels short of breath and her chest is tight. Her normal blood glucose range is 70-120 mg/dl. Her insulin cartridge, infusion site, and tubing had been in use for 1 day. Troubleshooting did not reveal any product issues. She was advised to change her infusion site as a precaution. Upon follow up at about 2 days later, the patient stated that her blood glucose returned to normal after changing the infusion site. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.